Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins had been dead since 2016 (patient stated a year ago). The patient was directed to their healthcare professional, however, the patient said he could not find a doctor that would take workman¿s comp. Additional information was received from the patient reporting that the ins stopped taking a charge and the patient could not get it to charge up. The patient did not know why it was dead; the ins showed a full battery and after 2-3 days it would be dead. The patient stated that he always kept it charged up and after charging the ins battery would show a full charge. The patient reported that he will try to call his implanting physician and see if the physician can get the ins charged up first and if he can't then he will see if getting it taken out is an option. The issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.